Event description:
It was reported by service report that the brakes are not holding in place. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Brake cam assembly.